Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivered a bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 54 mg/dl. Customer consumed carbohydrates and received medical assistance from ambulance personnel. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
Updated b5, update problem code to no, remove MDR codes 4582 & 1311, add MDR codes 2993 & 1912

Event description:
It was reported that the pump delivered a 10-unit bolus without user input. The customer's blood glucose (bg) level subsequently decreased to 54 mg/dl. Customer consumed carbohydrates to address bg. An ambulance was called, and paramedics checked on the customer, but no treatment was provided. Technical support checked the pump logs and determined that the customer had manually requested a 10-unit bolus to be delivered. Recommendation was made to consult with healthcare provider regarding diabetes management.